Event description:
It was reported that pump touchscreen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.